Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a crack was found in the bd plastic non-sterile luer-lok¿ tip syringe when pressure was applied to the plunger for dispensing cytotoxic medication during use. The following information was provided by the initial reporter: "we¿ve had a complaint from a customer due to a cracked 5ml syringe (prod code: bd301027 lot: 8356761). The crack only became apparent when pressure was applied to the plunger to dispense the contents."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd plastic non-sterile luer-lok¿ tip syringe when pressure was applied to the plunger for dispensing cytotoxic medication during use. The following information was provided by the initial reporter: "we¿ve had a complaint from a customer due to a cracked 5ml syringe (prod code: bd301027 lot: 8356761). The crack only became apparent when pressure was applied to the plunger to dispense the contents."